Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however the exact type or cause of the endoleak could not be fully determined. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult. Although a type ia endoleak cannot be ruled out, there did not appear to be sufficient contrast blush in the proximal area to confirm this. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from noted aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). The stent graft angulation seen at the aortic neck and potential aneurysm morphology changes during the implant duration, may have also exacerbated the fabric abrasion wear. B5. Additional information received; intervention was performed and it was heard that ligation (binding blood vessels to stop blood vessels) was performed. B1 <(>&<)> b2. Updated h1 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 51 mm abdominal aortic aneurysm. It was reported that approximately 12 months post index procedure, a CT was performed where an endoleak was suspected. It was stated that contrast was performed, where an endoleak type 1a was confirmed. It was reported that the aneurysm diameter was of approximately 6 mm. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.